Manufacturer narrative:
(B)(4)

Event description:
Instead of normal thread there was a reverse thread in the package. During the procedure the graft was severely damaged. Additional information confirmed that 1 graft has to be replaced, because this was too much damaged.